Event description:
The customer reported that his olympus hd autoclavable camera head was producing an intermittent image during reprocessing. This event did not have any patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The unit was presenting a flickering image. Additionally, it was noted that some of the cabling had been repaired by an unknown third party, and the lens had a damaged coupler. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. However, based on the available information, the investigation determined the likely cause of the reported event was communication failure due to failure of the cable; which was previously repaired by a 3rd party. As stated in the instructions for use, as a preventive measure: "this camera head does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus' own authorized service personnel is excluded from olympus' limited warranty and is not warranted by olympus in any manner."